Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .027 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The yaw pulley had signs of arcing. The instrument passed electrical continuity testing. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The bottom pin was bent at the housing backend. The bipolar insert was still intact. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the fenestrated bipolar forceps instrument bipolar jaws did not approximate during a da vinci colon resection procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.